Event description:
The customer reported that after reprocessing, when the scope was connected and the secondary water was delivered while preparing the device for use, yellow liquid flowed from the scope. The procedure was completed using another similar device. The customer reports this has occurred multiple times although information regarding additional occurrences was not available. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Evaluation has not yet been completed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to insufficient or incorrect reprocessing such as no fulfillment of precleaning at the bedside in the examination room right after each clinical case. It is suggested that the user facility receive instruction/reinstruction about the handling method including reprocessing to prevent its recurrence. It is also suggested that the user facility inspect the device prior to use continuously. Olympus will continue to monitor field performance for this device.